Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act and esc buttons do not respond. Customer's spouse stated that the time clock advances. Customer's spouse stated that battery compartment at top of insulin pump where battery cap goes was cracked off. Customer's spouse stated there was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads and broke battery cap noted. The test reservoir p-cap was able to lock in place. Device received with intermittent button response due to flattened (no creased) dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.